Event description:
It was reported that customer received repeated minimum fill notifications when trying to use multiple cartridges, including one where cartridge was filled with 300 units and tubing was filled twice for a total of 22 units, leaving 258 units of usable insulin. There was no adverse impact to the customer¿s blood glucose level. Customer was attempting to load new cartridge but intake was not completed because customer was driving, and no additional information was received regarding any further actions or outcome of the event.